Event description:
"Small bovie burn to rt upper abdomen." During closure of the abdomen following a gynecological procedure, there was noted to be a small burn due to the electrocautery pencil. This area was excised with adequate margins located anterior to the incision on the right side of the pt. This area, along with the laparoscopic ports and along with the laparotomy skin incision, was closed with staples.